Manufacturer narrative:
H3 and h6. Evaluation codes: updated. One device was received. Per visual inspection, dso seal bubble, uso seal damaged, lcd lens scratch, lcd scratch. The complaint was verified by functional test. The cause is the bad latch lock. Replaced latch lock to correct the issue. The device passed all functional tests after the repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cassette was not properly installed. The event occurred during testing. The device issue was not related to physical damage/abuse. There was no patient involvement and no harm/adverse event reported.